Manufacturer narrative:
Device evaluation anticipated but not yet begun. Cannot draw any conclusions at this time.

Event description:
Received notice of an alleged injury that occured when a seat was replaced on a unit. The bolts allegedly penetrated well into the seat cushion causing the patient to sustain decubitus ulcers on his buttocks, requiring hospitalization.